Event description:
A 69 y/o nursing home insulin dependent diabetic pt had his blood sugar test at 17:00 with a result of hi (greater than 600 mg/dl). His doctor was called and said to give him insulin and recheck his blood sugar in three hours, if greater than 300 mg/dl call doctor back. At 20:30 the pt blood sugar was 120 mg/dl and 45 minutes later a nurse found him unresponsive and pale. A blood sugar at that time was 296 mg/dl. The pts doctor was called and he said to admit him to the hosp. At 21:30 paramedics tested his blood sugar with a competitive blood glucose meter and results were 19 mg/dl. Dextrose was administered, the pt responded and was taken to hosp.